Event description:
It was reported that high impedance was observed on the left ventricular lead. On (B)(6)-2014, the patient was hospitalized and a lead fracture was confirmed. The lead would be explanted and replaced following a valve replacement procedure that would occur on a future date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.